Event description:
The physician intended to implant a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion was of an angulated origin and exhibited severe calcification. The lesion was pre-dilated four times using a 2.0 x 20 mm other brand balloon up to 10 atm's. 40% stenosis remained following pre-dilation. Resistance was encountered advancing the endeavor resolute rx device to the target lesion. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. Further lesion pre-dilation was performed with a cutting balloon following the failed endeavor resolute delivery attempt. The target lesion was treated with balloon angioplasty only. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 6th distal and 6th proximal stent segments were raised, deformed and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (angulated lesion, exhibited severe calcification); inherent risk of procedure (stent damage, failure to deliver the stent). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (angulated lesion, exhibited severe calcification). (B)(4).